Event description:
It was reported by service report that the nurse call was not functional; the nurse call wire was pulled out of the connector. No pt involvement or adverse consequences were reported.